Event description:
It was reported that a patient underwent an obturator sling procedure in 2006. The patient confirmed that the initial surgery went smoothly as did her recovery and the 7 years following the procedure. For the past year, the patient has experienced a discharge daily. The patient returned to her physician and the physician performed a hysteroscopy, dilation and curettage and an endometrial ablation. It was noted at her last visit that the mesh had eroded through the vaginal wall. The patient was seen by a uro/gynecologist and a revision surgery on an outpatient basis is planned for (B)(6) 2014. The physician felt the vaginal exposure was too extensive to perform the procedure in the office. The patient continues to experience the daily vaginal discharge. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.